Manufacturer narrative:
The initial MDR 2432235-2016-00612 was filed on october 11, 2016. Additional information (09/20/2016): the customer provided the patient data. Describe event or problem and relevant tests/lab data have been updated accordingly. Additional information (09/23/2016): a siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service check and replaced the aspiration rinse block assemblies and the rinse and aspirate pumps. The cse tested the wash port and ran aspiration bubble test, which were acceptable. The cse also carried out daily cleaning and ran precision testing, which was acceptable. The customer ran quality controls, which were within range. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on a patient sample when running it in duplicate on an advia centaur cp instrument. The first replicate had resulted lower, while the second replicate had resulted higher. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
The cause of the discordant tni-ultra result on a patient sample is unknown. Siemens is investigating the issue.

Event description:
A discordant cardiac troponin I (tni-ultra) result was obtained on a patient sample when running it in duplicate on an advia centaur cp instrument. It is unknown if the discordant result was reported to the physician(s). It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tni-ultra result.